Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet bionic pancreas exhibited a display problem in which the screen image was damaged and unreadable while the touch functionality remained responsive in unaffected areas, consistent with a prior similar device issue. Symptoms included no reported adverse clinical effects. Outcomes included no change in blood glucose management and no alarms. Investigation included device replacement logistics and collection of the affected unit for assessment. Investigation of this device revealed a screen visibility/display malfunction localized to the visual output component without evidence of broader functional failure. It was concluded, based on previously established findings for similar reports, that the cause was a display hardware failure.